Event description:
The account alleges that when the intellidrive handles are pushed in the forward direction, the intellidrive goes in reverse.

Manufacturer narrative:
The technician reported that the account informed them that the bed was accidently placed back into service. The account is unable to locate the bed, and have not received any reports that a bed's intellidrive has unintentional movement. Therefore, no work was performed on this bed to correct the issue. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.